Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints files didn't find any other complaint with possible associated lot numbers (919610 or 942775). The device has been returned to vasorum ltd for analysis. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. This report is the final report being submitted by vasorum ltd unless otherwise requested by the FDA. Investigation conclusion code 4316 was used as no other feasible code was found for the preferred term "undeterminable/not confirmed".

Event description:
It was reported that on using the 6f celt acd device to close a 6f arterial puncture, both the distal and proximal wings deployed successfully at the arteriotomy. However, when pressing the lever to eject, the implant would not detach from the delivery system. The sheath and the delivery system with the undeployed implant were removed from the patient and manual compression was applied to achieve hemostasis. The patient had no complications and was discharged without any delay.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints files found any other complaint ((B)(4)) with the associated lot number. The device is being returned to vasorum ltd returned for analysis. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. This report is the initial report being submitted by vasorum.

Event description:
It was reported that on using the 6f celt acd device to close a 6f arterial puncture, both the distal and proximal wings deployed successfully at the arteriotomy. However, when pressing the lever to eject, the implant would not detach from the delivery system. The sheath and the delivery system with the undeployed implant were removed from the patient and manual compression was applied to achieve hemostasis. The patient had no complications and was discharged without any delay.